Event description:
At 57 years of age, I decided to ask my optometrist at (B)(6) about contacts. When they came in, I went to pick them up and to be shown how to use them and was given clear care plus solution for them but was never told I was supposed to use a different solution to rinse them with and then actually put them in my eyes. So when I put the contact in straight from this solution, my eye burned so bad that I could not even open my eyes. I had to contact a friend who wore contacts to ask about it, but it took about 10 minutes before I could because I couldn't see my phone to talk to her. When I could finally see my phone to talk to her, she instructed me to get the contact out as quickly as possible and flush my eyes. Which I did with systane eyedrops and then with water. 5 hours later, my eye is still very sore, bloodshot and feels like my eye is scratched. I cant believe that the employee who worked with me, did not advise me at all that there are different solutions to use and when & how to use them! Nor did she tell me how to use this clear care plus properly! I simply assumed it was the same type of solution that I used in the store when she showed me how to put the contacts in and take them out. So where I was excited to finally try to wear contacts, now I'm scared to death to attempt it again, after I give my eye a few days to heal before trying it again that is. (B)(6) is a federally certified patient safety organization and an FDA medwatch partner. (B)(6).